Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4290661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: when a nurse went to use this IV needle the needle would not retract. They tried to put the IV in a few times on the patient and then tried with a different lot# which worked. No adverse event reported.